Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue with m-02. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error m-02-3. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the operation room (or) staff called in to report that the integrated electrosurgical unit (iesu) was faulting out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found the m-02 errors. The tse had the customer do a hard power cycle of the generator. After the power cycle, the customer was able to fire monopolar power while tse was on the phone. Isi followed up with the customer and gathered the following information: there were activation errors on the iesu. The iesu would work for a little bit and then shut off again. The procedure was converted to laparoscopic surgery. There was no patient injury.